Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) displayed an alert that the battery needed to be switched to the backup controller. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure (red alarm) has been completed. Console logs from the reported day of event show that a previous preventative maintenance found it operated within specification. Upon boot up at customer site, aic presented with battery failure alarm (#360, either due to transport connection blown/missing or being fully depleted). Each consecutive boot-up attempt yielded same alarm. There were no alarm or message prompting operator to switch to backup console. The console was returned for evaluation. The console¿s batteries were disengaged via transport switch - per protocol/requirements for transport. After engaging batteries (which were at 63% capacity, therefore not fully depleted) and powering on the console, the reported issue was not reproduced. It is possible that staff was unaware of the battery switch and its function. It is also possible that staff attempted to troubleshoot the issue on-site by engaging batteries, but because the effect was not immediate (alarm did not clear instantaneously - it may take up to 20s for the battery state to be communicated to the epc) they assumed that the equipment may have been defective and returned the switch to the original position. Either way, the console functioned as per design. The root cause of the battery alarm was likely use issue.